Manufacturer narrative:
A promus element plus,mr,ous 2.50x28mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 04dec2020. It was reported that crossing difficulties occurred. The 65-95% stenosed target lesion was located in the mid to distal left circumflex artery. Following several predilitations, the 2.50x28mm promus element plus drug eluting stent was advanced for treatment but was unable to cross the lesion. The device was removed and the procedure completed with a different device. There were no patient complications reported and the patient status was stable. However, device analysis revealed stent damage.